Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind and motor position encoder error alarms found at the alarm history file due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with minor scratched lcd window. Unit received with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that she received a motor error alarm with a motor position encoder error alarm. The customer's blood glucose was 760 mg/dl at the time of the incident. The customer stated that they treated her high blood glucose with manual injection. The time of the hospitalization was 9am and the date of the hospitalization was (B)(6) 2015. The customer stated that she was wearing the insulin pump during the hospitalization. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.